Event description:
Reporter indicated a vns pt was experiencing painful stimulation at the generator and lead sites. All vns diagnostics tests were normal. Vns parameter adjustments helped, but did not resolve the pain. X-rays reviewed by the reporter did not identify any anomalies. The reporter elected to have the pt undergo revision surgery as an intervention for the painful stimulation. During the surgery, the surgeon decided not to replace the vns system and no devices were explanted. The pt was referred back to the reporter for follow-up. Attempts for info on the pt's progress are pending.